Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump had minor scratched display window and cracked reservoir tube lip. Data analysis: there is no data available due to the unit received without a battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hotel room. The official cause of death was stated to be atherosclerotic cardiovascular disease, insulin dependent. The caller stated that the customer had heart disease for years. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The caller stated that the insulin pump was already packed in a box and ready for shipment and did not want to take the insulin pump out of the box to verify the insulin pump model number and serial number. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.